Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported by the patient that he was hospitalized in ICU for hyperglycemia and hematoma in big toe due to kinked cannula. High blood glucose level was 845 mg/dl and treated by IV and fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available